Event description:
Please refer to initial MFR. Report #9611500-2020-00171.

Manufacturer narrative:
The device is not under a service contract. After the hospital's biomed was seeking dräger's assistance it was decided to replace the control board of the device. The board was returned to manufacturer for evaluation and was subject to in-depth testing. It was installed into the periphery of a lab device; the entire unit was ran for more than 24 hours but no deviation was recognized. The error log does not contain any entry for the reported date of event. Reportedly the device works fine after the replacement of the control board and did not exhibit any new nonconformity since then. Finally, the occurrence of a ventilator failure cannot be confirmed on the base of the available information and, a reliably explanation for the user's observation cannot be found. In case of a shutdown of automatic ventilation the device would post a corresponding alarm to alert the user. Manual ventilation with the built-in breathing bag would be possible then. There were no patient consequences reported for the particular case.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in a separate follow-up report.

Event description:
It was reported that there was a failure of the ventilator during use. There was no injury reported.